Event description:
It was reported that the patient developed a pocket infection. The patient was given an intravenous antibiotics and a diuretic. The patient suffered a heart attack and passed away. The cardiac resynchronization therapy defibrillator (crt-d) system remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.